Event description:
A patient received first injection of supartz to patient's left knee in 2002 and a second injection a week later. Within 2 to 16 hours after patient's second injection, patient had extreme swelling of the left knee. Patient was hospitalized for six days. Patient was diagnosed with methicillin resisant staph epi. The culture and sensitivity testing performed at the hospital found this strain of staph to be resistant to ancef, gentamycin, and was treated with rifampin and vancomycin. Patient was discharged and patient's condition was within acceptable limits. Patient's prognosis is good. Patient's doctor states that this patient was not exposed to a hospital atmosphere and this strain of staph is typically a hospital-acquired infection.